Manufacturer narrative:
Pending evaluation. Concomitant device(s): eq rev locking screw 320-15-05 sn: (B)(4), eq reverse torque defining screw kit 320-20-00 sn: (B)(4), equinoxe reverse tray adapter plate tray +0 320-10-00 sn: (B)(4), equinoxe, humeral stem primary, press fit 11mm 300-01-11 sn: (B)(4), eq rev glenoid plate 320-15-01 sn: (B)(4), equinoxe reverse 42mm glenosphere 320-01-42 sn: (B)(4).

Event description:
As reported, approximately 10 months post op the initial right tsa, this 69 y/o male patient was revised due to the poly showing wear as a result of impingement. Replacement of tray, liner, glenosphere, torque screw, and locking screw. Patient was last known to be in stable condition following the event. Device is not returning, it was disposed of by the hospital.

Manufacturer narrative:
(H3) the revision reported was likely the result of scapular notching, which led to wear of the polyethylene liner. However, this cannot be confirmed as the devices were not returned for evaluation and pre-revision x-rays were unable to be obtained. The following sections have corrected information: (h6) component code: 734, bearings.